Event description:
It was reported that the customer received an excessive no delivery alarm, a displayable history check failed on startup alarm, and a signal too low alarm from his/her insulin pump. The customer's blood glucose levels are unknown. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No excessive no delivery alarm during testing. Insulin pump passed prime test, excessive no delivery test and displacement test. No unexpected alarms noted during testing. Insulin pump passed self test. Insulin pump had multiple alarms in alarm history screen due to corrupted history file. Insulin pump had broken belt clip slot and cracked reservoir tube lip.